Manufacturer narrative:
Product has been discarded; therefore, not returned to 3m for analysis. The complaint analysis is based on complaint description, review of batch record and review of photographs provided. A review of the batch record found no deviations that could have caused or contributed to the reported injury. The information and photos provided on the alleged injury was evaluated to be consistent with skin irritation. Skin irritation can be caused by patient sensitivity to the dressing adhesive materials, patient sensitivity to chg, or deviations from the instructions for use (IFU). Additionally due to the patients age, the skin is fragile. If the dressing is not properly monitored while in use, skin irritation can occur. Per the product IFU, the safety and effectiveness of 3m¿ tegaderm¿ chg chlorhexidine gluconate dressing has not been evaluated in children under 18 years of age. Use of this product on premature infants may result in hypersensitivity reactions or necrosis of the skin. Also, per the IFU, customer is instructed to not use this product on patients with known hypersensitivity to chlorhexidine gluconate (chg). Ensure site is completely dry before applying the chg gel pad. Observe the site daily for signs of infection or other complications. Dressing should be changed if the dressing becomes loose, soiled, or compromised in any way, if the insertion site is obscured or no longer visible, or if the chg gel pad appears to be saturated or overly swollen. The chg gel pad is not designed to absorb large quantities of blood or fluid.

Event description:
A user facility reported to 3m a five-month-old child developed second degree burn after use of 3m¿ tegaderm¿ chg chlorhexidine gluconate 1657r for central venous catheter securement on the right jugular vein. The dressing was applied for three days prior to symptoms of maceration, irritated and erythema. Symptoms were under the gel pad as well as under the adhesive border. The patient was reported to be diaphoretic (fever over 38 degrees celsius) with a known diagnosis of pneumonia with septicemia. Skin was prepped with chlorascrub. No medical interventions were reported. After one-week symptoms were reported to be healed.